Event description:
It was reported by the customer that the pyxis medstation es unable to login. A customer has indicated that user had delay to dispensing medication due to reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that user cannot access station. A technical support specialist reviewed the logs and discovered a message indicating that the user successfully logged into the station and was able to authenticate without any difficulties. The system functioned as intended after technical support specialist troubleshooted the device.